Event description:
It was reported that a pump had a pending alarming prior to implant; the pump was not used. It was reported a motor stall occurred on (B)(6) 2011, and recovered on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed the pump underinfused at the maximum rate only; the root cause was undetermined. Analysis also revealed motor wheel three had a loose screw and there was a motor ruby bearing anomaly.